Event description:
It was reported that the physician had difficulty deploying the first falope-ring band on teh fallopian tube. When she was applying the second falope-ring band, the tongs grabbed the fallopian tube and the falope-ring band went over the tongs, fulgurating the fallopian tube. Another port was opened on the pt to finish the procedure.